Event description:
A discordant sodium result was obtained on an advia 1800 for 1 patient. The result was reported to the healthcare provider. The patient sample was repeated and the corrected result was reported. There were no reports of adverse health consequences or known patient interventions due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the operator did not sufficiently precondition the sodium ise, therefore, causing electrode instability. The fse cleaned both sets of ise pathways, replaced the ise buffer and performed cv checks. The instrument is performing within specifications. No further evaluation of the device is required.